Manufacturer narrative:
B3: event date is not known. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a family member (father) and company representative regarding a patient (foreign) who was receiving an unknown drug of an unknown concentration at an unknown dose rate via implantable pump. It was reported that the patient has had many pumps implanted and explanted due to infections. The patient's last implantation was on (B)(6) 2025, in which a model 8667-20 pump with serial number (B)(6) was implanted. The date/onset of infections, including pump model numbers and serial numbers associated with the infections, were not reported. Refer also to MFR report 2182207-2026-00246 and MFR report 2182207-2026-00245 regarding alternate events.